Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced damaged sample syringe and worn detergent roller pump tubing to resolve the issue: beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer in mexico reported erroneous creatinine (cre) and glucose patient results were generated on the dxc 700 au analyzer. There was no change in patient treatment in association with this event.